Manufacturer narrative:
Root cause: rough handling during transit. Corrective action: a change request has been submitted to add a "caution" notification label. Investigation summary: an internal complaint (call 47143) was received for a safety scalpel (part d4511a) that was not fully retracted into the handle, resulting in injuries to personnel unpacking the product. The defective device was not available for evaluation. However, photos of the reported failure were provided and confirmed the event. A device history record review was unable to be performed because the affected lot number was not provided. A check of finished good inventory found no loose or exposed blades. Because the locking mechanisms of the scalpels in finished good inventory were found to be functioning correctly prior to shipment, the scalpel vendor was not notified of the reported event. The reported failure of the blade being exposed was determined not to be a malfunction or defect of the scalpel. The investigation is complete at this time. If new or critical information is received, this report will be updated.

Event description:
Employees were cut from the scalpel blade when opening cases. Some blades were exposed and not locked.